Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Reloads used: gst60t,gst60g, gst60d gst60b. Additional information requested and received: what were the indications for the surgery? Comorbidities associated with obesity. In which specific procedure has the device been used? Gastric sleeve. Did the alleged problem occur on the first shot? The bleeding was identified by the surgeon on the first shot. In what anatomical structure was the device fired? Stomach. Could you please describe the formation of staples? According to analyzed video of the procedure and also observed during the procedure, no intercurrence in the clamp line was observed. What is the current status of the patient? Patient was discharged on the sixth postoperative day.

Event description:
It was reported that the patient returned to the surgical center 1 day after bleeding surgery (bleeding heavily on the staple line) and the patient had to reoperate the patient, remove all internal bleeding and perform a new suture on the staple line. Patient is in the ICU and needed to receive 2 bags of blood per transfusion.